Event description:
Information received from the field notes that the patient was admitted for dizzy spells. The pacemaker exhibited episodes of no capture and no output. After several hours of monitoring the patient, no further pacemaker failure was noted.